Event description:
It was reported that during a training/demo of the da vinci system, there was a silver-colored band hanging from patient side manipulator (psm) 3. The technical support engineer (tse) requested customer to provide pictures of the damage. Field service engineer (fse) was dispatched for repairs. There was no patient involvement.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A field service engineer (fse) replaced the patient side manipulator (psm) to resolve the issue. The psm was requested to be returned to intuitive surgical, inc. (Isi), but it has not been received as of the date of this report. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.